Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage on the keypad traces. There was no display ramping numbers noted during testing and button response without user input. There was moisture damage found on the electronic assembly or lcd board. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 150 mg/dl at the time of incident. He stated there is fluid under the lcd display. He stated the insulin pump was dropped in water. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.